Manufacturer narrative:
Patient code: 3191 - bloating. It was reported that the patient experienced hernia recurrence, pain and constant bloating following surgery. It was reported that he underwent mesh revision on (B)(6) 2019. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2013 and mesh was implanted. It was reported that the patient underwent a hernia repair procedure on (B)(6) 2015 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. Other procedure are captured under separate files. No additional information was provided.